Manufacturer narrative:
Method: product was not returned. Results: device performed according to specifications. Conclusions: user-interface caused event.

Event description:
Customer used the nexcare opticlude eye patch after being stung by a bee. He is allergic to bees. He went to the emergency room and doctor suggested to use eye patches. The customer applied three patches. First and second patch removed without issue. Before applying the third patch, the customer cleaned the area with a solution the doctor gave him. The customer did not know the name of the cleaning solution. When he went to remove the third patch, it was difficult to remove and it pulled skin off. The skin peeled off underneath the eye almost like a horseshoe shape. Customer has a doctor appointment. No further information provided.